Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a revision where the lead was replaced due to suspected damage. It is unknown how the lead was damaged.

Manufacturer narrative:
The explanted device will not be returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's lead was displaying high impedances. The patient underwent a revision where the lead was replaced due to suspected damage. It is unknown how the lead was damaged.